Manufacturer narrative:
Additional patient and event information has been requested from the customer. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors broke from an endsnorz sleep appliance (silent nite 3d) device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required.

Manufacturer narrative:
Additional information was received: a2 - age at time of event, date of birth. A6 - race. B3 - date of event. The patient's ethnicity/race was reported as white by the healthcare professional. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Correction: g4 - premarket identification. Manufacturer internal reference number: (B)(4).